Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit displayed errors for the occluder module. There was a bar across the top of the screen and also "?" On the module. The device was not changed out as the module was reseated and functioned properly. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet completed. This medwatch report is related to 1828100-2012-01358. The field service representative (fsr) was able to correct the issue over the telephone.